Manufacturer narrative:
The investigated device was not clip deployed and presented a carved nylon shaft at its distal end with a severely bent shaft and damaged delivery tube distal end. The carving and bent shaft were of undetermined root causes, while the damaged delivery tube could be traced to the carving process. However, the forces required to bend the shaft in the observed condition, suggest it likely occurred post procedure. No other damage or abnormality was observed and there was no detected malfunction of the device. A review of the device's lot build history did not yield any data deemed relevant to this report.

Event description:
It was reported that the physician attempted an arteriotomy closure using a starclose device, after an unknown procedure. The physician noted that the thumb advancer would not move at all. The device was removed without difficulty and there was no pt harm or injury reported. Hemostasis was achieved by manual compression. No add'l info is available.